Event description:
Had breasts augmented due to hypoplasia. Now scheduled for surgery 2/28/95 to remove free silicone gel from ruptured breast. Implants first implanted 9/18/81. Then subsequent contractures closed capsulotomy once. Then surgeries after, between 1981-1985 for capsulotomies, hematomas, replacement of implants (same ones re-used each time as far as rptr knows). Hardened again, but went from 1985-1995 refusing more surgery. Started having increased pain; found big, hard lumps in left breast, left arm has tingling pain, occassionally numbness, raynaud's symptoms a few times, in a couple of digits on both hands. Arthritic type neck, shoulder, back muscles, (occasional hip joints, but upper body is a daily, chronic problem.) Mammogram/ultrasound 1/95 confirmed left rupture, intra and extra capsular, and migration of prosthesis into axella, as well as silicone in axilla and back, and siliconomas. Right rupture, contained in capsule.